Manufacturer narrative:
Date MFR. Rec: 09/29/2016. Device was returned for analysis. Evaluation indicated the bur rotated in the handpiece when operated but it was not consistent and smooth. The handpiece made a loud and rattling sound. Pre-repair temperature testing was performed. The following are the pre-repair temperatures at 1 minute: gear¿ 114 degrees f, motor - 107 degrees f and bearing - 102 degrees f. Analysis indicated when the handpiece is in forward mode it gets very hot and the voltage reading is 180mv. Rotation at the collet/bur with the thumbwheel is difficult. The cable on the handpiece is kinked and the end-cap bearing is worn. The device was repaired, tested to manufacturer product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece does not rotate blade and gets hot. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.